Event description:
The device was used during a laparoscopic colon procedure. Reportedly, the staples did not form properly. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hospital has reported no patient injury occurred.